Event description:
A caller reported experiencing an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the caller through a complete pump reset. After the reset, the cgm error code did not reappear. The caller was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.